Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer had treated with syringes. Customer said that he has been having higher readings around dinner time. The customer¿s blood glucose levels started really going high after changing his bolus wizard settings. On (B)(6) his blood glucose was 414 mg/dl, he had changed his infusion set, this was the end of the three days. The next day he was consistent until the next evening and it was 253 mg/dl, at 8pm it was 202 mg/dl. On (B)(6) ¿ during the night blood glucose was 219 mg/dl, at breakfast it was 192 mg/dl and then came down to 122 mg/dl, then it was 176 mg/dl, and then it was 84 mg/dl, then at 2 pm it was 190 mg/dl, then 193 mg/dl, at dinner it was 253 mg/d, then it came down to 202 mg/dl, gave himself a 0.8 correction then it was 133 mg/dl. Customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.